Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the cartridge chemistry (cc) collar washer leaked onto the reaction wheel cover. The analyzer associated with this event is unicel dxc 600 pro synchron clinical system. The leak was contained to the instrument; fluid was noted on the reaction wheel cover. Laboratory personnel was wearing lab coats, gloves, and face protection. No injuries were sustained by any lab personnel. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site on (B)(6) 2012. The fse inspected the instrument and attempted to resolve the issue by replacing multiple parts; however, the issue persisted. The fse then tracked the issue to the manifold valve and replaced the valve, which resolved the problem. The cause of the event was manifold valve. (B)(4). .